Manufacturer narrative:
Updated fields - b4, e1(event site city, event site state, event site postal code) g3, g6, h2, h11. Corrected field-b5, e1(event site telephone), h6 (type of investigation, investigation findings, component code, investigation conclusion). Nurs called for gas loss alarm. He verified there was no blood in the helium tubing, all connections were secure and appropriate and there were no kinks in the line. (B)(6) said that he checked for blood then unplugged the helium tubing and plugged it back in. He reported that the patient is ventilated with a peep of 5 and has forceful cough at baseline and with suctioning. (B)(6) personnel reviewed the nature of the alarm and potential reasons it could have triggered explaining that it likely went off due to a rise in intrathoracic pressure. (B)(6) personnel also explained why unplugging it resolved the alarm and reviewed appropriate troubleshooting using the iab fill key. Esp personnel encouraged him to call me back directly should the alarm go off multiple times in one hour so we could troubleshoot together.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave intra-aortic balloon pump (iabp) regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.